Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was not closing properly and was making a clicking noise like it was getting stuck. There seemed to be some restriction in the jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have blade damage on the entire blade. Both of the blade edges were indented causing the blades to be unable to open and close properly. The blade indentation did result in the cut test failure. The cutting edge did n exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.